Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the temporary pacing catheter was placed through the central line, the staff noted that they were unable to flush the IV port and the solution was running up into the plastic sleeve and was unable to use the IV port on the central line. The user mentioned that there is a small biopatch type device that seems to create a seal which is not there occasionally (dropped). There was no report of patient injury or consequence.

Event description:
It was reported that when the temporary pacing catheter was placed through the central line, the staff noted that they were unable to flush the IV port and the solution was running up into the plastic sleeve and was unable to use the IV port on the central line. The user mentioned that there is a small biopatch type device that seems to create a seal which is not there occasionally (dropped). There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of sheath leaked is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.